Manufacturer narrative:
The customer reported foreign matter on the syringe, and returned one sample of material my8020, lot 24035566. Upon initial visual examination, the set verified the failure, and a yellowish crusty substance was on the inside of the syringe, also on the black rubber of the plunger. The foreign substance was analyzed using an ftir, but no chemicals or substances had a substantial match, and the matter could not be determined. Device history record review for model my8020 lot number 24035566 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: my8020; batch#: 24035566. It was reported by the customer that contamination in neck of syringe of this ¿sterile¿ product verbatim: rcc received a complaint via email. Event number 8: date of event: unsure. Material / lot # my8020 lot 24035566. Patient harm, injury, complication, negative outcome contamination in neck of syringe of this ¿sterile¿ product.